Event description:
A pk papyrus covered stent system was selected for treatment of a moderately calcified lesion (99 percent stenosis degree) in a severely tortuous ostial lad/cx. After inserting the device, it was caught at the entrance of the 6f extension catheter in a 7f guiding catheter and could not be advanced. When the extension catheter was removed, the stent dislodged in the guide extension. All, the delivery system with the extension catheter and the dislodged stent, were retrieved.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is slightly unfolded but shows no signs of inflation. The proximal balloon shoulder is slightly crushed. The device tip is strongly kinked. Microscopic analysis showed stent imprints on the exposed balloon surface, indicating that the stent was crimped in between the two radiopaque markers at the time of delivery. The returned stent is severely deformed at one end, i.e. Several struts are bent. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause was determined. Pk papyrus is indicated for the treatment of acute coronary artery perforations. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.